Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed patient called and advised they were connecting to the cycler and fell over. Patient advised they had to go to the clinic to fix their catheter. Patient advised when they came back home the cycler was powered down. Switched outlet and rebooted cycler. Screen remained blank but the keys made a sound when pressed. Issue: cycler powered down. Issue occurred in step 7 of setup. Issue occurred once during set-up. Patient was connected during incident. Display was blank. There was not a power outage. There was not an outlet issue. Power cord was securely plugged in. Power switch was in the on position. There was sound when ok/stop buttons were pressed. Switched cycler on and there were not lights on the stop, ok and up/down keys. Replaced cycler due to cycler powered down. At least one full treatment has been completed with this cycler. Last treatment completed using current cycler was on 12/22/2023. Patient does know how to perform capd. Patient has capd supplies for 5 days. Patient will perform capd/manuals. The fresenius technical support representative advised patient to retain iq drive. Advised patient to retain gateway. Advised to contact the nurse to inform of replacement. Advised cycler will arrive with default settings, time, and date. Advised to return power cord with cycler. Advised to discontinue use of this cycler. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. A known good inverter board was installed and the display became operational. A short transformer on the inverter board was encountered. An internal inspection of the cycler found a shortage on the inverter board. The inverter board is located on the rear of the front panel assembly. Removed functioning inverter board from the front panel at the completion of the investigation. Voltage verification check passed pre-accelerated stress test simulated treatment was performed without any failures or problems. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. Mushroom head check passed. The device history record did not reveal any issues or problems related to the encountered symptom code(s). A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.